Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported the battery casing was cracked and that there was moisture found in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
Follow-up #1: date of submission: 10/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings:. Battery compartment crack at the threads to the left of the bumper. Rust/corrosion on inside of battery compartment/underside of battery cap. Leak test failed due to battery compartment leak. Opened pump; no further evidence of moisture internally.